Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a pairing failed alert when attempting to connect the ilet device with a freestyle libre 3 plus sensor, consistent with an intermittent communication failure involving the antenna/electrical communication components, and the user was guided to rescan the sensor in the ilet app and wait for pairing, after which the issue was considered resolved. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability communication problem between the ilet device and the libre 3 plus sensor consistent with an intermittent communication failure associated with the device¿s antenna/electromagnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.